Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "cassette not attached properly "alarm. There was unknown patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a bubbled dso seal and scratched lens. During the functional testing, the customer reported issue was confirmed. When latching the cassette, cassette not attached properly alarm was duplicated. The cause was found to be fluid ingression found on the dso sensor. Replaced dso sensor to resolve report error. This device passed all functional tests after the repair. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.